Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a broken drill bit was reported, the sales consultant was in surgery and he says nothing broke. The product occurrence was reported to not be relevant to the health of patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system

Manufacturer narrative:
Additional narrative: the investigation of the complained drill bit shows that the tip broke off. The visual evaluation of the drill bit shows marks of use and wear at the surface. Unfortunately we are not able to determine the exact cause which has led to this occurrence. We can only assume that too much mechanical force had been applied during the surgery blunt drill bits require more mechanical power during the application, therefore, it is recommend that blunt or damaged instruments need to be exchanged before surgery. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. Device history records and manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.